Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review found the device was serviced within the last month for an unrelated issue. All service actions were completed during the last service cycle. The device was found out of specification. The reported 'downstream occlusion' was not duplicated during testing or verified during event history log review as there was no evidence of downstream occlusion messages in the log. The device was tested for downstream occlusion detection and failed to detect an occlusion within the specified range. The cause was determined to be the downstream tubing guide out of specification which required adjustment to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.